Event description:
Additional information was received on 07 feb 2023: the procedure was a right common carotid intervention with stent using a 6 french, 10 centimeter (cm) sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion noted. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. It was unknown whether there was any post procedure testing and intervention required. The procedure was complete successfully; however, was not able to speak with the operator. It was unknown how hemostasis was achieved. The patient was stable. It was unknown if there were any concomitant medical products used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b5. The information was inadvertently left out of the follow-up report.

Event description:
The user facility reported that post deployment of the 6 french angio-seal device involved, there was an issue with the device that resulted in the need for further post procedure testing and intervention. Additional information was received on 02 feb 2023: it was reported that the patient was stable, and the procedure was successful.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: ir manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update section h3, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for alleged allegation post use of the angio-seal device based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the risk file.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section a2, a3, b5, and d6a.